Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2012, inratio: 4.4, 4.9, lab: 2.59. Venipuncture at the lab. Tests were done within 1.5 hours of each other: date: (B)(6) 2012, inratio: 2.7. Patient self tester has been on warfarin since (B)(6) 2011.

Manufacturer narrative:
Investigation pending.